Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an unrelated repair, the cardiosave intra-aortic balloon pump (iabp) replacement compressor did not reach 380.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated field: b4, b5, d9, g3, g6, h2, h3, h4, h6(health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿impact codes, investigation conclusions),h10, h11. Corrected field: d1(brand name), d4(version or model,catalog). It was being reported that during a repair the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "compressor" which did not reach 380, so the compressor was replaced. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation under the inspection period it was being noted that the compressor pressure was not pressurized to 390mhg, so that the compressor needs to be exchanged. However. Due to a problem with the compressor in the maintenance parts, it could not be compressed to 390mhg so, therefore only it needs to be replaced with another maintenance part. There is no involvement of the patient during this process.

Event description:
It was reported that before customer delivery, during office inspection, the cardiosave intra-aortic balloon pump (iabp) replacement compressor did not reach 380. So the compressor was replaced. There is no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: g2 (report source).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, corrected data: h6 (health effect ¿ impact codes), e1, e2, e3.

Manufacturer narrative:
Updated field: b4, d8, d9, e2, e3, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h6 (investigation conclusions), h11 corrected field: g2. The failure analysis and testing department received the following part associated with this complaint part compressor scroll. This part was received with a reported unit failure message of pressure not reaching to 390 mmhg set point. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed compressor scroll into the cardiosave test fixture and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed functional and calibration tests and passed. Performed drive regulator calibration and the fat dept. Can be able to be adjusted pressure 390 mmhg. The fat dept. Could not verify the failure message of pressure not reaching to 390 mmhg. Compressor scroll passed testing. Retaining compressor scroll in the fat dept. Per procedure 0002-07-d008 rev au.

Event description:
N/a